Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no anatomical abnormalities were seen to account for bone spurs. Mild enthesopathy present at different levels of the patella and mild thickening of the quadriceps insertion and the patellar tendon origin which may be related to enthesopathy and/or tendinosis were also noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is being revised due to unknown reasons.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Medical products - size 2 gender specific femoral component, catalog #: unknown, lot #: unknown size 1 tibial stemmed baseplate, catalog #: unknown, lot #: unknown size 2 mm x 8 mm thick patella, catalog #: unknown, lot #: unknown cement if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that patient underwent right total knee arthroplasty. Subsequently, patient was revised due to degenerative arthritic change. The surgeon released scar tissue and bone spurs. The polyethylene bearing was removed and replaced.